Event description:
Dexcom was made aware on 05/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a skin reaction with redness, inflammation, and pimples under the entire patch. The area was prepared with alcohol before placing the sensor on the body. According to the report, the patient felt pain in her abdomen so decided to remove the sensor and discovered a large abscess on the site of her insertion. The patient was scared and called her doctor, but ultimately made the decision to go to the hospital by herself and was taken straight to the emergency room. They cut open the abdominal abscess and extracted it. The patient was treated with amoxicillin (875 mg) twice a day for 5 days. Two hours after the procedure, the patient left to go home. At the time of contact, it was indicated that the patient had already totally recovered. No photo was provided for review. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e2010 (needle stick/puncture).